Event description:
A consumer reported receiving a high blood glucose reading of 124 mg/dl when compared to a laboratory value of 64 mg/dl. These values when plotted on a clarke error grid show the difference in results to be clinically significant. There was no death, serious injury or medical intervention reported with the event.